Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse reseated the host pc cables. After reset host pc cables, the system was returned to use in good working order.